Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("implant was broken at the time of insertion with hysteroscopy - a part of coil of implant stayed on the delivery catheter, incomplete implant stayed in place in the tube of patient / rupture of device at the time of insertion into the uterine tube") in a 37-year-old female patient who had essure (batch no. He0119t) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: polyethylene threads was correctly in place therefore uncompleted implant stayed in place in the tube of patient. The rest of implant was kept for expertise. Second tube was ok. She will be seen again 3 months after placement with confirmation test by hysterosalpingography. The reason for post-procedure visit was due to damaged on insert. The reporter commented that the instructions for use was respected, and no deviation from the placement procedure had occurred. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("implant was broken at the time of insertion with hysteroscopy - a part of coil of implant stayed on the delivery catheter, uncomplete implant stayed in place in the tube of patient / rupture of device at the time of insertion into the uterine tube") and complication of device insertion ("complication of device insertion") in a (B)(6) old female patient who had essure (batch no. He0119t) inserted. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: polyethylene threads was correctly in place therefore uncompleted implant stayed in place in the tube of patient. The rest of implant was kept for expertise. Second tube was ok. She will be seen again 3 months after placement with confirmation test by hysterosalpingography. The reason for post-procedure visit was due to damaged on insert. The reporter commented that the instructions for use was respected, and no deviation from the placement procedure had occurred. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1632 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unique identifier for this device is: (B)(4). Lot number he0119t (production date 09-oct-2015, expiration date 28-oct-2018). As 02-jan-2017, the rqu (responsible quality unit) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product meet all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on(B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: other reportable incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
She will be seen again 3 months after placement with confirmation test by hysterosalpingography. The reason for post-procedure visit was due to damaged on insert. The reporter commented that the instructions for use was respected, and no deviation from the placement procedure had occurred. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-feb-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1516 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unique identifier for this device is: (B)(4). Lot number he0119t (production date 09-oct-2015, expiration date 28-oct-2018). As 02-jan-2017, the rqu (responsible quality unit) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product meet all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 03-feb-2017: questionnaire essure - damaged device received. Furthermore patient's information, start date for essure insertion and lot number were provided. It was also received the ptc global number. On 15-feb-2017: ptc codes corrected. Company causality comment: this spontaneous case report refers to a female patient whose essure implant was broken at the time of insertion - a part of coil of implant stayed on the delivery catheter while uncomplete implant stayed in place in the tube of patient. Device breakage is an anticipated event in the reference safety information for essure. In this particular case, the device breakage occurred during the insertion procedure. A causal relationship can therefore not be excluded. This case was regarded as other reportable incident, as the event did not lead to death or serious deterioration in health, but it might have led if occurred again under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("implant was broken at the time of insertion with hysteroscopy - a part of coil of implant stayed on the delivery catheter, uncompleted implant stayed in place in the tube of patient") and complication of device insertion ("complication of device insertion") in a female patient who received essure (batch no. (B)(4)). On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. The reporter commented: polyethylene threads was correctly in place therefore uncompleted implant stayed in place in the tube of patient. The rest of implant was kept for expertise. Second tube was ok. Company causality comment: this spontaneous case report refers to a female patient whose essure implant was broken at the time of insertion - a part of coil of implant stayed on the delivery catheter while uncompleted implant stayed in place in the tube of patient. Device breakage is an anticipated event in the reference safety information for essure. In this particular case, the device breakage occurred during the insertion procedure. A causal relationship can therefore not be excluded. This case was regarded as other reportable incident, as the event did not lead to death or serious deterioration in health, but it might have led if occurred again under less fortunate circumstances. Further information and product technical analysis are expected.